Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1530702) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the patient was given 300 mg of plavix pre-procedure and 9,000 units of heparin during the procedure, which may have increased the risk of bleeding. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following the deployment of the mynxgrip device, the patient experienced a retroperitoneal bleed and a pseudoaneurysm. The mynxgrip device was used with a 6f procedural sheath for arterial closure following an interventional procedure. The mynx deployment went "well" and manual pressure was held for 30 minutes or less following the deployment. Due to unspecified issues noted with the groin, the patient was transferred from the out-patient lab to a hospital where a retroperitoneal (rp) bleed and pseudoaneurysm were confirmed over an ultrasound (CT scanner). The patient received 2 units of blood the day of the procedure and subsequently (one day post mynx procedure) received an additional 2 units of blood. The pseudoaneurysm was surgically treated at the same hospital. The patient's hospitalization was prolonged as a result of the event. The patient was reported to be in a stable condition.